Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. No moisture damage found inside the device. The device had minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. She attempted to clear the alarm but the act and esc buttons weren't responding. Customer's blood glucose was 86 mg/dl. Customer stated she had to run through the rain. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.